Event description:
On (B)(6) 2011, pt's husband reported the insulin cartridge will get air bubbles in it after a few days of use. The husband stated there are not air bubbles in the current insulin cartridge. Husband reported they let the insulin warm to room temperature before inserting the insulin cartridge but not before filling the insulin cartridge. The husband stated they do not know the last time they changed the infusion adapter. The husband reported they check the insulin cartridge when the pt's blood glucose level gets erratic. The husband stated he does not remember what the pt's blood glucose was at the time of the air bubble but know it was low. Pt 's normal blood glucose range is 90-150 mg/dl. The husband reported he had to treat the pt the last time they had an air bubble. The husband stated the pt was not able to treat herself because of her physical state due to the low blood glucose. The husband reported he gave her orange juice and she started feeling better after 10 minutes. The husband stated pt is a brittle diabetic and the low blood glucose occurs at least twice a week where she cannot treat herself. The husband reported the blood glucose readings were in the 50's mg/dl and 60's mg/dl. The husband stated the pt rec'd a 'hi' on the meter a few days ago and was able to bring the blood glucose level down on her own by using her infusion device. Advised to speak with the doctor about the frequent low blood glucose levels in the morning. Pt has discarded the alleged insulin cartridge. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.